Event description:
A malfunction was reported on the pump by the caller. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support, who provided information on resetting the pump and aided in the reset process. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump, with instructions to call back if the issue reappeared.